Event description:
Note: date of the event is unknown. It was reported to boston scientific corporation on december 06, 2007 that a cre pulmonary balloon dilatation catheter was used during a tracheal dilation procedure (patient gender, age, and weight are unknown). According to the complainant, the balloon burst during inflation while inside the patient, due to the tech over inflating it. "The physician was able to suction the majority of the contrast from the patient's airway." The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition post procedure was reported as "doing great."

Manufacturer narrative:
The device model number and catalog number are unknown. The lot number is unknown; therefore, the manufacture date and expiration date cannot be determined. The complaint description states that the technician over-inflated the balloon. Inflation of the balloon beyond the specified pressure may cause the balloon to burst or leak. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. Product unavailable for analysis.